Event description:
It was reported that the distal filter failed to re-sheath. Procedure summary: the patient had a tortuous anatomy that made it very difficult to deploy the sentinel device, however it was deployed successfully. During re-sheathing of the distal filter the handle broke and the filter was not resheathed before removal from the patient. The device was removed without any patient harm.

Event description:
It was reported that the distal filter failed to re-sheath. Procedure summary: the patient had a tortuous anatomy that made it very difficult to deploy the sentinel device, however it was deployed successfully. During re-sheathing of the distal filter the handle broke and the filter was not resheathed before removal from the patient. The device was removed without any patient harm.

Manufacturer narrative:
H3: device eval by manufacturer: analysis of the returned device noted there was a significant amount of blood residue in the device. There was a guidewire stuck inside the device that was able to be pulled out with tool support. The proximal filter was sheathed. The articulating distal sheath (ads) relaxed and pinched. The distal filter partially un-sheathed (coupler kinked and not fully out of the ads) and, although the inner member condition under the shells was not visible, inner member damaged was confirmed as the distal filter slider was found detached and with a piece of inner member still attached to it. Inner member and filler tube damage were confirmed during microscopic inspection, and flushing could not be performed through distal filter slider due to component detachment. The device was submitted for x-ray analysis and it was confirmed that a piece of the inner member is still attached inside the distal filter slider hypotube; both the distal filter coupler damage and ads damage are visible in the x-ray images as well. Test guidewire could not be inserted beyond the coupler, and distal filter sheathing/un-sheathing could not be performed due to device condition. Additional testing was performed, distal filter coupler was fully pulled out manually but the guidewire insertion was still not possible. Coupler kink did not rectify; slight unraveling is observed. The reported allegations of distal filter difficult to deploy, distal filter failure to capture/retrieve & handle break were confirmed.